Manufacturer narrative:
No unexpected no delivery alarm during testing. The device was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 416 mg/dl. Customer treated high blood glucose with insulin pen. Alarm was resolved by a complete set change. Customer will not be returning the device for analysis.